Manufacturer narrative:
(B)(4)

Event description:
Information was subsequently received that this device and lead exhibited ongoing out of range shock impedance measurements. The increase in impedance meaurements was gradual and has remained high for a long period of time. Additionally, noise was observed on the shock channel. No adverse patient effects were reported.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received confirming that all other measurements were within range and the patient will continue to be monitored. The issue is still ongoing. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.